Event description:
It was reported that pump experienced malfunction while in normal use, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided storage mode instructions for return of malfunctioning pump, confirmed shipping details and warranty status, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.